Event description:
It was initially reported that the handheld computer had a screen freeze at the interrogation successful screen. Troubleshooting resolved the event with a computer hard reset. The device was not sent back to the manufacturer for eval since issue was resolved.